Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg battery was depleted. Consequently, the scs ipg was successfully replaced with a new one and the issue addressed.